Manufacturer narrative:
Updated section(s): g3, g6, h2, h3 and h6. (H3) the sensor was not returned for evaluation as it remains implanted. Approximately 768 days after the patient's mycordella sensor implantation, the patient underwent a right heart catheterization (rhc) recalibration. The 9.03 mmhg difference that sensor 07l17 exhibited during the recalibration falls within the predicted limits of agreement between the cordella system and fluid-filled reference measurement. This, combined with the evidence showing that the sensor was manufactured per specifications, confirms that the system was performing as intended and within expected accuracy limits. As a result, the reported event was not confirmed.

Manufacturer narrative:
Additional information will be submitted via follow-up report within 30 days of receipt.

Event description:
Sensor inaccuracy suspected. Patient will undergo regularly scheduled recalibration on (B)(6) 2024 to determine if an adjustment is needed.

Manufacturer narrative:
Corrected data: section g3: initial report date received by manufacturer.

Manufacturer narrative:
Updated section(s): b5, g3 and h2: (b5) additional information received indicates that a right heart catheterization (rhc) was performed on (B)(6) 2024 to confirm the accuracy of the pressure sensor against a reference pressure. It was noted that the sensor calibration was within the fluid filled limits of agreement; therefore, no adjustment was required. However, an offset adjustment of 9.0 mmhg was conducted to fine tune the sensor accuracy as part of the recal.